Manufacturer narrative:
On 07-aug-2018 arjo become aware of the event with the involvement of maxi move passive floor lift. It was reported that during the patient transfer from the floor to the bed the lift's spreader bar moved down although any command on device panel or handset was given. Arjo representative received the caregiver's statements, which confirmed that unintended movement of the device occurred while the caregiver was lowering the device by using the emergency lowering function. 3 caregivers prevented the lift from hitting the patient. There were no injuries reported. After the event caregivers noticed that device spreader bar was bent. The lift was evaluated by arjo service technician. The visual inspection showed signs of mechanical damage, scratches, paint peeling, bent spreader bar, worn touch pad. The functional test revealed that the device was working properly. Despite the effort made and test performed to duplicate the reported issue, arjo technician could not determine the cause of unintended down-movement of the lift's spreader bar. The customer complaint could not be confirmed. There were no issues with the lift that would contribute to reported sudden down movement. A customer did not indicate that the lift might have been lowered upon an obstruction which blocked its movement, nor electrical fault was detected. However, after the event the caregivers notice that spreader bar was bent, this type of damages might occur when the lift movement is blocked by the obstruction. Claimed lift has been in use for above 11 years. According to the IFU for maxi move (04.km.00_1gb) "the expected operational life of your arjo lifter is 10 (ten) years from the date of manufacture." In summary, the device played role in the event as it was used for patient handling during the incident. The root cause was impossible to define despite the analysis of all collected information. During the incident, the device was reported by the customer to lower suddenly and in uncontrolled way when emergency lowering function was activated and from that perspective the device did not meet its performance specification. Complaint decided to be reportable as presented complaint was associated with an unintended movement of the device, which has been considered as failure reported in abundance of caution.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon the investigation conclusion,

Event description:
The lift was being used to transfer a resident (resident was lifted approximately 6 inches) when the lift started going down on its own and the bar of the lift began bending. There were 3 staff members present when this situation occurred and were able to grab the bar and prevent the resident from dropping down. There were no injuries reported. The lift was immediately removed from service were it remains on lock out/tag out.